Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2007 the patient presented with recurrent right l5-s1 disk herniation with degenerative disk disease. Per the physician¿s notes, the patient ¿previously had a discectomy¿ and did really well but then had recurrent pain. An MRI scan showed a large recurrent disk herniation. She also developed a lot of severe collapse of the disk space and inflammatory end-plate changes. She had a significant component of mechanical low back pain.¿ the patient underwent a redo right l5-s1 diskectomy with contralateral laminectomy, complete facetectomy with anterior interbody fusion, lateral transverse fusion, pedicle screw fixation with autograft bone, rhbmp-2/acs, and interbody cages. There were no noted complications. It was reported that the patient sustained unspecified injuries.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that on (B)(6) 2007 the patient presented with recurrent right l5-s1 disk herniation with degenerative disk disease. The patient underwent the following procedures: a redo right l5-s1 diskectomy with contralateral laminectomy, complete facetectomy with interbody arthrodesis, lateral transverse arthrodesis, pedicle screw fixation at l5-s1 with autograft bone from the same incision. An MRI showed a large recurrent disk herniation. Per op notes: a series of disc shavers were used to shave out the disk material bilaterally followed by placement of 9 x 11 tapered l-type cages from "theken surgical". A small piece of rhbmp-2/acs soaked collagen sponge was placed anterior to the cage and the cage itself was packed with therex bone putty. 6.5 x 40 mm screws at l5 and 7.5 x 45 screws at s1. Then the rods were placed into the polyaxial heads. The set screws were tightened down in compression. Once, the screws were all positioned, the remaining facet and the transverse processes of the sacral ala were decorticated, and over this was placed the remaining rhbmp-2/acs soaked collagen sponges followed by the patient's morcelized bone from the facets and lamina followed by therex bone putty and the patient's bone chips saved from the trap.